Event description:
The patient called alleging high readings the last couple of weeks on their lifescan meter. The patient tested their blood glucose at 6:53am and received a 280 mg/dl and assumed the meter was 28.0 mmol/l. Patient retested an hour later and received a 300 mg/dl and assumed the meter read 30.0 mmol/l. Patient felt tired and did not have any energy. Later that evening, they contacted a medical help line and they advised the patient to contact the paramedic's asap. The patient was taken to a local hospital where a nurse tested their blood glucose and received a 13.0 mmol/l and the patient did not receive any treatment. The patient was released shortly after. It has been over a month since the patient had increased their insulin, based on the meter readings. Customer service found that the meter was set to the incorrect unit of measurement. The patient does not recall recently goint into the meter settings and does not know how the meter went into the wrong unit of measurement. Customer services sent the patient a replacement meter with testing supplies. Due to a spontaneous power interruptin, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable due to a malfunction.